Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the revision reported was likely the result of the reported patient fall from their own height, which led to opening of the would site (dehiscence) and dislocation. However, this cannot be confirmed as the devices were not available for evaluation. No information regarding the manufacturing lot numbers or serial numbers was provided. Therefore, neither the dhrs nor the sterilization records could be reviewed. Infection, dislocation, delayed wound healing, and intractable pain are listed in the IFU (700-096-018).

Manufacturer narrative:
Pending evaluation. Concomitant devices: cn: (B)(4); sn: not reported - acetabular shell; cn: (B)(4); sn: not reported - acetabular liner; cn: (B)(4); sn: not reported - screw; cn: (B)(4); sn: not reported - screw; cn: (B)(4); sn: not reported - femoral stem central distalizer; cn: (B)(4); sn: not reported - femoral head.

Event description:
On (B)(6) 2019, the patient went to the emergency room for presenting dehiscence of the wound with exit of seropurulent material, also attended with chickenpox, refers fall of his own height 8 days ago, diagnosed prosthetic dislocation of the left hip. The patient was taken to closed reduction and drainage of surgical wound material but subsequently, the hip continued to dislocate; due to which it is necessary to perform a two-stage revision of the prosthesis. We will wait until the chickenpox episode is resolved and hospital antibiotic management will continue. The case report form indicates the event is definitely not related to devices and definitely related to procedure.